Manufacturer narrative:
(B) (4) = unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. The operative report was also received, however, it was not dictated in english. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was not implanted. On 05/10/2010 (through follow-up with the health-care provider), it was learned that the device was explanted after an implant duration of zero days, due to an unsuccessful ring repair.